Event description:
It was reported that this implantable pacemaker after interrogation was found to be in safety mode during a routine follow up. Device replacement was recommended. The patient is not pacemaker dependent. At this time, the pacemaker remains in-service. No adverse patient effects were reported. Additional information provided advised this device was explanted and replaced. The right ventricular (rv) lead was capped and remains in-situ due to high pacing impedance greater than 2500 ohms and unable to sense r waves. A new rv lead was difficult to implant due to the number of leads already implanted but was successfully implanted and the lead test results were all within range. There were no issues with the right atrial (ra) lead and remains implanted. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker after interrogation was found to be in safety mode during a routine follow up. Device replacement was recommended. The patient is not pacemaker dependent. At this time, the pacemaker remains in-service. No adverse patient effects were reported. Additional information provided advised this device was explanted and replaced. The right ventricular (rv) lead was capped and remains in-situ due to high pacing impedance greater than 2500 ohms and unable to sense r waves. A new rv lead was difficult to implant due to the number of leads already implanted but was successfully implanted and the lead test results were all within range. There were no issues with the right atrial (ra) lead and remains implanted. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.